Event description:
It was reported that during a follow up, noise on the shock coil was observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.